Manufacturer narrative:
According to the customer on (B)(6) 2023 "rt touched the wire on the expiratory limb and it was extremely hot. She then noticed the "burned" yellow expiratory heated wire adapter". It was reported that due to this the circuit and heater were changed out. It was reported that the patient was unaffected. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Burned wire.